Event description:
It was reported that the cadd legacy pump alarming no disposable multiple times this morning with same treprostinil cassette but able to troubleshoot to restart pump but alarm continues. Cadd legacy serial number (B)(4). Replacement pump sent with box to return. No lot number for cassette. No further details provided. Cadd cassette 100 ml with flow stop. No injury.